Event description:
During a coronary stenting procedure, the shaft of a 3.5x23mm cypher stent broke. There was no pt injury.

Manufacturer narrative:
This product is not available for evaluation and testing; however, it has not been received as of today.